Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, the insertion angle and/or an interaction with patient anatomy resulted in the device guide breaking during insertion which led to the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a bypass grafting interventional procedure using a 6f sheath. Reportedly, during device insertion, (before step one) the distal guide separated in two pieces. However, resistance was noted when attempting to remove the device. The distal sheath was snared out and vessel damage occurred. A cut-down with surgical suturing was performed to treat the vessel damage and to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.